Event description:
This case was reported by a consumer and described the occurrence of chronic pancreatitis in a male pt of unspecified age who received gsk denture adhesive (formulation unk) (poligrip) as a denture wearer. A physician or other health care professional has not verified this report. On an unk date, the patient started gsk denture adhesive (formulation unk) (dental). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced chronic pancreatitis, type 1 diabetes and feeling unwell. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Verbatim text received: I have been using poligrip since 2008, in 2010 I started to become unwell, I was eventually diagnosed with chronic pancreatitis and more recently type 1 diabetes, I believe this to have been caused or aggravated by the zinc in your product. I am sending this email to you in the first instance before I take further action. I have researched into this and have discovered that many people have illnesses related to using your denture adhesive. I know that you have now removed the zinc and I do not believe this to be voluntary as the company will claim, but to be because of many law suits that have been raised against you.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2013-00033. Poligrip (distributed as super poligrip in the unites states) is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).